Event description:
Event description boston scientific received information that this transvenous defibrillation lead dislodged. Pauses in pacing were observed. A boston scientific technical services consultant discussed lv only pacing, which would not affect pacing pauses because rv sensing controls the device operation.